Event description:
It was reported that when the patient was checked 10 days post-implant, no capture on the rv lead was observed. The patient was not symptomatic. Upon interrogation, the physician believed there was micro-dislodgement on the lead. Lead was explanted and replaced. Patient was doing well post-procedure and will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.